Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and insulin squirting out during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump rejected new batteries, made unusual grinding noise and had unexplained no delivery alarm. Customer reported that battery housing and right corner of display had crack and diminished battery life. The insulin pump will not be returned for analysis.